Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported by the customer that the device's screen went blank. The intervention team was able to restart the device without reloading or changing the batteries; however, the patient was not resuscitated. No other information has been provided to physio-control at this time.